Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Non-conformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that a 71-year-old male with significant comorbidities underwent emergency aortography on (B)(6) 2025, for suspected mesenteric arterial ischemia. The patient was critically ill prior to the procedure, with hemodynamic instability, intubation, and vasoactive support. During removal of the guidewire and exit of the pigtail catheter from the introducer, fragmentation of the catheter tip was identified under fluoroscopy. No irregularities were observed prior to use. The black pigtail segment fragmented during retrieval, resulting in five fragments; one was recovered, and four embolized to the left hypogastric artery and left proximal superficial femoral artery. Snare-based retrieval was attempted with partial success; complete extraction was not possible. Due to the patient's deteriorating condition, no further intervention was performed at that time. Another catheter from the same lot fragmented upon removal from the packaging during the same procedure. The patient died on (B)(6) 2025. Cause of death was documented as multi-organ failure. The attending physician stated that the catheter fragmentation was not the ultimate cause of death but contributed by delaying other required vascular procedures.